Manufacturer narrative:
The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the customer's device and observed that the magnet retainer tabs were damaged, which caused the magnet to not be retained. The root cause of the reported issue is customer abuse. The customer's device was archived by stryker. The customer received a replacement lid.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.